Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 175 mg/dl at the time of incident. Troubleshooting found that the customer resolved the alarm by changing the infusion set, reservoir and site location. Customer will return the product.